Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms for the past week. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support could not be performed as the customer was not experiencing an occlusion alarm at the time of the report.